Event description:
It was reported that a hosp had two scope processors, a custom ultrasonic and an olympus that were growing bacteria after the cidex opa solution had been dumped and replaced with fresh solution with no scopes in the basin. Three pts had a bronchoscopy with an olympus scope that was processed in the scope processor in question. These pts tested positive for acidfast bacilli. The hosp is performing add'l testing to determine if the pts have tuberculosis. The source for the acidfast bacilli has not been determined.